Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up. Upon interrogation the defibrillator exhibited post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was in a stable condition.